Manufacturer narrative:
It is likely that excessive force was applied to the upper clamp tip during removal of a larger and/or dense osteophyte, which exceeded the mechanical strength of the upper law and resulted in overload and this fracture. Additionally, the instrument had been used in multiple surgical procedures since its release prior to the reported event, and cumulative wear from repeated use may have reduced its mechanical strength over time. The combination of increased force required to remove a large or dense osteophyte and potential loss in mechanical strength due to normal wear likely contributed to the fracture of the upper clamp tip.

Event description:
It was stated that "broke trying to remove the gigantic osteophyte from the lateral spine when we were trying to smooth out the surface to put on the plate."